Event description:
The customer is questioning the low potassium calibration slope and the out of range low quality control levels of potassium generated after using the clinical chemistry serum ict calibrator lot # 0505017. This issue occurred on the aeroset analyzer. Using a different lot # of the ict calibrator resolved the issue.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.